Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user failed to sign in to the station. A technical support specialist (tss) followed knowledge article "es 1.6.1 - dsclientoltp log file keep growing - recovery model set to full' to address the issue. The tss found that the carefusion service account was restricted to specific computers, so coordination with hospital information technology (it) was done to update it to allow access from all computers, resolving the slowness issue. The tss verified logs on affected stations, confirmed no login delays, adjusted network settings and database configuration, and applied recommended changes. Final validation confirmed normal performance, and the customer acknowledged resolution with the case kept open temporarily for monitoring. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user failed to sign in to the station. Customer attempted to log in, but it continued loading for an extended period and was advised to reboot the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.